Event description:
The pt reported inaccurately low blood glucose readings with lot 1k506a. On an unknown date within the last week, the pt performed a side by side blood glucose comparison using co's test strips and her friend's test strip(lot unk). She obtained blood glucose results of 40 and 124 mg/dl respectively. The pt felt no hypoglycemic symptoms at this time. Both test results were obtained using the pt's meter. The desiccant is in the bottle. The pt's meter was set to the appropriate code when all tests were performed. The pt did not have normal control solution or a check strip available when she spoke with the co's rep. However, the pt stated that she performed a check strip test on her meter on week ago and obtained a check strip test result that was within range (pt cannot remember specific test result). Also some time this week, the pt performed a normal control solution test with co's device and obtained a result that was within normal control range(pt cannot remember specific result). The pt stores the test strips in her bedroom.